Event description:
It was reported by the patient that following a prolapse repair procedure in 2007, the pt experienced pain for approximately 4-5 months and bladder prolapse recurrence. Upon follow-up with the dr, the dr stated that the material balled up inside the pt. The dr removed the implant in 2008 and replaced it with another material to treat the pt's prolapse. The dr further stated that he would not provide the MFR with any additional info.

Manufacturer narrative:
The lot number is unknown; therefore, no review of the device history record could be performed. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso 11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. The instructions for use and labeling were reviewed and pain is not addressed in the labeling. Pain is a well known potential complication of this type of procedure.